Manufacturer narrative:
The manufacturer's field service (fse) technician confirmed the reported issue. The fse replaced the power supply to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit did not power up in ac or battery modes. There was no patient involvement.